Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. To treat the low bg level, the customer would consume a snack. Reportedly, the customer began experiencing low bg levels after the customer's endocrinologist added an additional time segment within the customer's personal profile. It was confirmed that the customer would work with endocrinologist on fine tuning the customer's personal profile.